Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system was tested prior to the case and it showed the handshake occurred and the equipment appeared ¿ready¿. During the case however, they ran into issues with the initial handshake for communication. The following behavior occurred: the systems were connected, the mobile view station (mvs) network connection was changed, and it showed the device which was selected. When the device was selected, they received an error stating "no igs servers found", the navigation device showed an orange line. The device was restarted with no resolve. The surgery was completed with navigation and there was no impact on patient outcome.